Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately calcified and mildly tortuous distal anterior tibial artery. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, there was some resistance as the catheter was advanced to the distal anterior tibial artery. A wrapping problem occurred when the motor drive unit was turned on and it broke the device, it was further noted that the device fracture occurred during crossing the device. The physician had to buddy wire to remove everything. The procedure was completed using an alternative method and no patient complications were reported.